Manufacturer narrative:
(B)(4). Conclusion : to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and mesh was implanted. Following the procedure, the patient experienced incontinence, bleeding in vagina and debilitating severe chronic pain in vagina, rectum, perineum, buttocks, legs and pelvic musculature. It was also reported that the patient experienced mesh erosion in vagina and palpable in the rectum, and unrelenting pain made worse on any movement. The patient is unable to sit down, walk, bend or squat without pain worsening. Additional information has been requested.